Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was visually evaluated and found missing the positive end expiratory pressure (peep) knob cap. Device was functionally tested and the device functions normally. The customer complaint did not reproduce, the cause unable to be determined. The peep knob cap was replaced.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the airway pressure gauge needle exhibited difficulty rising as the pressure was released at approximately 20cmhg despite the relief pressure being set to 40cmhg, the pressure did not reach 10cmhg with the peep set to maximum, and damage to the peep adjustment knob was observed. It could cause inaccurate ventilation which leads to less ventilation or medication delivery than needed, some ventilation/delivery remains. The event occurred during patient use at the facility and there was no patient harm or adverse event reported.